Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.

Event description:
It was reported that the device "needed annual preventative maintenance, was missing o2 and peep knob caps, had a relief pressure alarm". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.